Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during an unknown procedure, the device could not fire at the first stroke of the first firing with the blue reload. No staple and cut line was deployed. Changed another blue reload to continue but the device still could not fire at the first stroke. Several unformed staple deployed this time. Changed to a new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Additional information: the ec60 device was received for analysis with no visual non-conformances and with two ecr60b cartridges present. The reloads were received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridges reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.